Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. Device passed displacement test and self test. Device received with minor scratched lcd window, broken belt clip slot, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump button constantly stick and had to press them several times ti make them work. Customer stated that insulin pump had scratches on screen making it difficult to read. No harm requiring medical intervention was reported. The device will not be returned for analysis.